Event description:
Report received from (B)(6) that during a phaco procedure at the early segment removal of a soft nucleus, the filter became clogged. The surgeon used another pack to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.